Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 1000 mg/dl at the time of the event and also experiencing the insulin flow block and crack at the back of pump. The customer also experienced diabetic ketoacidosis (dka). The customer was taken to emergency room and admitted to the hospital and was treated with manual injection/insulin pen. Troubleshooting was performed and found that the insulin pump was used within 48 hours and the auto mode feature was active at the time of event. It was unknown whether the customer will discontinue the use of the insulin pump. The pump will  be returned for analysis.

Manufacturer narrative:
(B)(4). The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4) inches. The pump was monitored for several days and no blank display noted. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date (B)(6) 2023. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 03/16/2023 00:21:00.000 alarm alert notification fault number = no delivery (7) during basal delivery 03/16/2023 06:40:00.000 alarm alert notification fault number = no delivery (7) during prime/basal delivery 03/16/2023 06:42:00.000 alarm alert notification fault number = no delivery (7) during basal delivery 03/16/2023 18:04:00.000 alarm alert notification fault number = no delivery (7) during prime/basal delivery 03/17/2023 09:38:00.000 alarm alert notification fault number = no delivery (7) during prime/basal delivery there were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was recorded and found in the formatted history file on: 12/04/2022 18:07:22.000 12/04/2022 18:07:22.000 low battery alert was recorded and found in the formatted history file on: 12/04/2022 08:10:00.000 replace battery alert was recorded and found in the formatted history file on: 12/04/2022 17:41:00.000 replace battery now alarm was recorded and found in the formatted history file on: 12/04/2022 18:12:00.000 pump error 23 alarm was recorded and found in the formatted history file on: 12/04/2022 18:23:03.000 power loss alarm was recorded and found in the formatted history file on: 12/04/2022 18:23:20.000 12/04/2022 18:23:31.000 earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 12:33:00 pm. There was no power data available for the event date of (B)(6) 2022. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and power loss alarm. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2022 in the formatted history file. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Force sensor zero offset within specification (22.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a retainer knit line damage were noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Blank display was not confirmed. Cosmetic damage was confirmed at the back of the pump. A cracked retainer and a retainer knit line damage were confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.